Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant surgery, the iol did not unfold correctly. The iol was not placed and another implant was inserted in the patient¿s eye. There was no patient impact noted. Additional information has been requested; however, further information has not been received.